Manufacturer narrative:
One of the backrest tubes has fractured next to the point where it connects with the main frame. The action 4 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in the (B)(6).

Event description:
One of the backrest tubes has fractured next to the point where it connects with the main frame. The action 4 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in the (B)(6).